Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivers a pulse above upper limit) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbt) q17 on the defibrillator pca. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a pulse above the upper limit.